Event description:
It was reported that during a laparoscopic sigma procedure, the blade on the device was broken and was removed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.